Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) keyboard is pulling apart at the right hinge pin. Keyboard slide plate is missing. Left keyboard hinge is broken. Stylus pen is badly bent.

Event description:
It was reported the tip of the stylus was bent, so it was difficult to use. The cover is also missing, and the keyboard is not attached to the programmer. The programmer was returned for repair. No patient involvement or complications were reported.